Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that the patient reported they are having a hard time going to the bathroom. They are experiencing constipation and their stool was hard like rocks and they had to manually remove them. They last had the stimulator adjusted in january and things were going along pretty good until all of a sudden lately they were getting constipated. Patient wanted to know if this could be caused by the device. Reviewed possible adverse effects. They also heard some metallic noises they thought was coming from the implanted device. Reviewed there are no mechanisms that would produce audio tones or alarms on the implanted device. Recommended patient consult with managing physician on symptoms and possible interventions. Patient denied any falls, traumas, or changes to diet or medications. The manufacturing representative inquired if the agent offered consult for turning device off or adjusting program setting, but did either of those things take place? The agent stated that the patient and their spouse, declined to make any programming changes during the call with agent. The rep stated that the patient was all set.